Manufacturer narrative:
(B) (4). The ge service rep replaced the power supply. The system operates as intended.

Event description:
The customer reported that the system had a vertical column failure. No patient injury was reported.